Manufacturer narrative:
The device evaluation summary was completed on 10/9/2020. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav high-density mapping eco catheter. After taking the pentaray nav high-density mapping eco catheter out of the patient¿s body and flushing to reintroduce it once more, the physician noticed the catheter was not flushing, and that there was a blood clot on the tip of the catheter at the end of the irrigation port. The physician attempted to flush the catheter again but was unable to. The device was replaced, and the issue resolved. Procedure continued without further issues. No error messages were observed on any system. No adverse event was reported. The device was visually inspected, and it was found with clot on distal tip, inside of the irrigation tube. No other damages on tip or electrodes were found. The patency test was not performed due to the occlusion that it presented. A manufacturing record evaluation was performed for the finished device and no internal action related to the reported complaint was found during the review. The customer complaint was confirmed. However, the root cause of the clot reported by the customer could be related to the usage of the device during the procedure. However, this cannot be conclusively determined. All units are inspected prior to leaving the facility and the manufacturing record evaluation verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav high-density mapping eco catheter, and a clot issue occurred. After taking the pentaray nav high-density mapping eco catheter out of the patient¿s body and flushing to reintroduce it once more, the physician noticed the catheter was not flushing, and that there was a blood clot on the tip of the catheter at the end of the irrigation port. The physician attempted to flush the catheter again but was unable to. The device was replaced, and the issue resolved. Procedure continued without further issues. No error messages were observed on any system. No adverse event was reported. The clot was assessed as an MDR reportable issue. The biosense webster inc. Product analysis lab received the device for evaluation and it was received in the condition reported as a clot was observed on the distal tip inside of the irrigation tube. No other damages on tip or electrodes were found. The clot remains assessed as an MDR reportable issue.